Event description:
It was reported that when the patient goes through security screening gates he felt increase in stimulation and he felt it "in my device." The patient also did mention shocking on the call but patient services clarified he did not mean shocking but rather a change in settings when he walks through these gates. Patient services clarified after the patient makes different comments that the patient was doing fine with the therapy (it's a "lifesaver"). The patient currently did not have a managing physician for the stimulator. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v238365, implanted: (B)(6) 2009, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).